Event description:
Caller alleged discrepant results. Results as follows: date: (B)(6) 2013; inratio 1: 3.3; inratio 2: 1.3. Time between testing was reported as a few minutes. Pt's therapeutic range is 2.3 - 3.0.

Manufacturer narrative:
Investigation pending.